Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, there was a gas leak due to loose hospital gas supply connection. Identification of issue has been done by analyzing problem description and service report. Unfortunately, device logs have been not available for the further analyze of the issue. Based on technician statement, the issue with air supply delivering has been caused by a loose pipe connection and solved by reconnection. There is no conclusion on how or when the pipe got loosen. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/03/2011, corrected manufacture date: 10/06/2011.

Event description:
It was reported that during patient treatment, there was a gas leak due to loose hospital gas supply connection. There was no patient harm. Manufacturer ref.#: (B)(4).